Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned. Per the instructions for use of the device, infection is a known possible risk of use of the device. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a prometra ii pump that was explanted due to infection at the pump incision. Cs reported that the pump was discarded by the facility. Cs confirmed that the physician is unsure what caused the infection.